Manufacturer narrative:
Device evaluated by MFR. Promus premier ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal region lifted from the crimped position. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22oct2020. It was reported that failure to cross lesion occurred. A percutaneous transluminal coronary angioplasty was being performed. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 3.5 mm x 32mm, concentric, de novo target lesion containing a greater than 90 degrees bend was located in the severly tortuous and moderate calcification right coronary artery. The lesion was predilated with a 2.0x12mm and 2.5x12mm maverick balloon catheter. A 38 x 3.50 stent balloon expandable were advanced for dilatation. However, during procedure unable to cross the lesion. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.